Manufacturer narrative:
The device was received for evaluation. During functional testing, an device has a door latch error when the door actually shuts was not reproduced. A review of the event history log revealed door jammed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an failed upper link switch. The upper auxiliary requires replacement to address this issue. During functional testing, device has a downstream occlusion was not reproduced. A review of the event history log revealed a "downstream occlusion" message, however true and false alarms cannot be distinguished through the history log. On that last day of use it was observed 1 downstream occlusion alarm. The alarm cleared and the pump auto-restarted in the same timestamp, and then the infusion continued but the infusion was not completed. The frequency of the alarms isn¿t consistent with a constant error and there was nothing in the evaluation to suggest that these errors are false. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an downstream occlusion alarms during testing. There was no patient involvement. No additional information is available.